Event description:
I purchased a pride lift chair for my (B)(6) year old mother back in 2010 after she had a heart attack with bypass surgery. The other day she was in full recline taling a nap when the electric went out in her house. She had a very difficult time trying to get up our of the chair. She wasn't strong enough to push down on the leg rest so she scooted back and forth until she could get her leg over the edge and worked herself out of it. It seems there should be battery back up or a manual override switch on these chairs to allow weak, elderly and/or debilitated pts to get out of the chair if the electric goes out.